Event description:
A coronary angiography was performed including using a shockwave balloon in a svg. The angiogram showed a perforation in the venous graft at the site of the shockwave therapy. An attempt was made to seal the perforation with a pk papyrus covered stent system, but it could not be delivered and the stent was lost (reported separately). The complaint pk papyrus device was deployed but could not seal the 12mm long perforation completely. The patient condition deteriorated, a thrombus was detected as procedure related complication and surgery was discussed but in view of patients history it was decided against it. Patient was shifted to ccu. Device code is (B)(4).

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form and cathlab report) was sufficient to establish whether a device deficiency contributed to this event. The review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the outcome not as a device related but as a procedure related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.